Manufacturer narrative:
Universal modular electric/battery double trigger handpiece serial number (B)(4) has been returned for complaint investigation. Upon receipt, it has been confirmed that the problem could not be reproduced and that the handpiece was functional. The product has been returned to the customer.

Manufacturer narrative:
The product was not returned to the manufacturer at the date of the present report, the investigation is then not completed. A medwatch follow-up will be submitted when the investigation is completed.

Event description:
It was reported that the device was running without action on the triggers. The event took place prior to the surgery, no patient was involved.